Event description:
A discordant advia centaur cp troponin ultra result was obtained on a pt sample. The result was reported to the physician. The sample was retested on the advia centaur cp and the corrected results were reported. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to the malfunction of peripump tubing, and the pipetter pcb. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.